Event description:
A customer reported an occlusion alarm. There was no adverse impact on the customer's blood glucose level. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.